Manufacturer narrative:
Post adjudication clinical impression: a patient from the (B)(4) study experienced an mi and hypoperfusion during the index procedure and chest pain with restenosis approximately four months post implantation of three cypher stents. This is a (B)(6) female with medical history including angina, ischemia, stable angina pectoris, hyperlipidemia, breast cancer (1990), arthritis, osteoporosis, cad. The indication for the index procedure was stable angina pectoris. The patient had double vessel disease. The lad with two lesions in the proximal and mid segments was treated during the index procedure and a staged procedure was planned to treat a lesion in the circumflex artery. The proximal lad lesion was described as de novo, 85% stenosis, type c, 13mm in length in a 2.5 mm vessel diameter. The lesion was pre-dilated before a 2.5x13mm cypher was implanted. Timi iii flow was maintained. The lesion in the mid lad was described as de novo, 99% stenosis, type c, 45mm in length in a 2.25mm vessel diameter and timi ii flow. According to the IFU, this product is indicated for use in discrete lesions equal to or less than 30mm in length with a reference vessel diameter of 2.25 mm to 4.00 mm. Two 2.25x23mm cypher stents were implanted overlapping each other to cover the lesion. A transient no-flow phenomenon was noted after the intervention; however, timi iii flow was recorded post procedure. It is unknown if the hypoperfusion was treated. Troponin level was increased after the procedure more than two times the normal limit. The diagnosis for this event is an mi. Approximately 40 days later, the patient underwent the staged procedure to treat a 75% stenosed lesion in the distal circumflex artery with the implantation of a 2.5x13mm cypher stent. The patient was discharged the following day in stable condition on an antiplatelet medication regimen. Approximately four months post index procedure; the patient underwent a re-pci to treat restenosis of the proximal lad stent and the proximal margin of the mid lad stent. To treat the restenosis, cutting balloon pre-dilation and implantation of three endeavour stents were conducted and the event resolved without sequelae. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077477 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hypoperfusion and mi are known potential adverse events associated with coronary stent implantation and are listed in the cypher IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Chest pain associated with instent restenosis are known potential adverse events associated coronary stent implantation procedures and are listed in the cypher IFU as such. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hyperlipidemia and known cad. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported events; therefore, no corrective action is required at this time. This one of three products used during the same procedure on the same patient. Please reference MFR report #s 3003742446-2010-00323, 00324, and 00329.

Manufacturer narrative:
This one of three products used during the same procedure on the same patient. Please reference MFR report #s 3003742446-2010-00323, 00324, and 00329. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
The (B)(4) study indicated that after the index procedure with 2 cypher stents implanted in the mid/proximal lad, the patient's troponin 1 was elevated. Approximately 40 days later, the patient underwent a staged procedure to treat a 75% stenosed lesion in the distal circumflex artery with the implantation of a 2.5x13mm cypher stent. The patient was discharged the following day in stable condition. Four months after the index procedure, the patient had exertional chest pain that resolved without sequel after medical treatment. Two weeks after the exertional chest paint, and approximately four months after the index procedure, the patient experienced macce - revascularization of the target vessel cass 12/13-proximal/mid-lad previously treated with two overlapping cypher stents. The restenosis was treated with a cutting balloon and implantation of three non-cordis stents (endeavor) and the event resolved without sequela. The cec minutes of 5/18 were received on june 6 and reviewed, adjudication status-final report. The committee disagrees with the protocol definition for mi and protocol and arc definition for stent thrombosis. The committee does agree with the arc definition of mi occurring during the index procedure this is consistent with the definition of troponin ratio greater than 3. This was initially reported as elevated enzymes; the event has been re-coded to mi. A third product issue has been added to represent the stent implanted in the proximal lad, and coded to mi. The committee also agrees with target vessel-percutaneous intervention - related to device. This is consistent with the previously reported restenosis, however the site initially reported that the mid lad restenosed, the database indicates that the proximal and mid lad restenosed. The minutes also indicate that transient hypoperfusion occurred during the index procedure. This code has also been captured.